Manufacturer narrative:
Device investigation on the received parts revealed an electrically functional device, however multiple wire fractures were seen. The pattern of this damage is typical for a mechanical overload of the electrode lead, which could be caused by an accident or during device manipulation, e.g. During surgery. As neither information about the circumstances of explantation nor in situ measurement have been received, a defined root cause could not be determined. This is a combined initial and final report.

Event description:
The recipient has been explanted and re-implanted on the same day. The reason for re-implantation is unknown and, despite several requests, no further information has been received.